Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 7 years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient was lost to follow-up since the 6 month follow-up post implant. Currently, it was reported that the stent graft was found to have migrated 8 cm and it was all the way in the aneurysm sac. The aneurysm size is unknown. Currently, the infrarenal neck diameter is 27 mm proximally then it went to 29 mm and 32 mm just above the aneurysm. The stent graft migration was attributed to disease progression, neck dilatation and angulation of 40 degrees. First, a 28 mm aneurx aortic cuff was implanted in the bifurcated stent graft to straighten it out, then an endurant tube 36 x 36 x 70 was implanted, followed by an endurant 36 x 36 x 49 endurant cuff to bring the stent grafts up to the just below the renal arteries. This was successful in resolving the migration and type 1 endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: migration, endoleak, disease progression, neck dilatation and angulation of 40 degrees; patient lost to follow up. Conclusion: disease progression, neck dilatation and angulation of 40 degrees; patient lost to follow up.